Event description:
Plate was in inserted for forearm fracture. At 4 weeks cast was removed. Two weeks later patient came to clinic experiencing pain after performing pushups. Plate on radius was found to be bent. Revision was performed. Plated was upsized to 3.5 locking compression plate.